Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for tube leakage was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for tube leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® plus plastic sst tube the customer stated that after removing the tube from the back end luer adapter the tube stopper did not seal and blood continued to leak out of the tube when they set it down on the counter. There was no report of injury or medical intervention.